Manufacturer narrative:
Further investigations revealed the presence of a programmer software issue. This is only a programmer display issue and has no impact on device operation.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a regular follow up on (B)(6) 2014, the subject pacemaker was programmed in dddr mode 70min-1 with rate response on (g sensor, rr fixed, physical activity: medium). However, rate response pacing percentage was displayed as 0%. On (B)(6) 2014, a re-operation was performed to replaced the subject device for which an issue was suspected at the rate response level. The device will be returned for analysis. The preliminary analysis of the patient files indicates that the rate response algorithm is most probably correctly activated/programmed by the user.

Event description:
Reportedly, during a regular follow up on (B)(6) 2014, the subject pacemaker was programmed in dddr mode 70 min-1 with rate response on (g sensor, rr fixed, physical activity: medium). However, rate response pacing percentage was displayed as 0%. On (B)(6) 2014, a re-operation was performed to replaced the subject device for which an issue was suspected at the rate response level. The device will be returned for analysis. The preliminary analysis of the patient files indicates that the rate response algorithm is most probably correctly activated/programmed by the user.

Event description:
Reportedly, during a regular follow up on (B)(6) 2014, the subject pacemaker was programmed in dddr mode 70min-1 with rate response on (g sensor, rr fixed, physical activity: medium). However, rate response pacing percentage was displayed as 0%. On (B)(6) 2014, a re-operation was performed to replaced the subject device for which an issue was suspected at the rate response level. The device will be returned for analysis. The preliminary analysis of the patient files indicates that the rate response algorithm is most probably correctly activated/programmed by the user.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under (B)(4). This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.